Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that the patient suffers from severe pain and discomfort, swelling in his leg, and difficulty sleeping. During surgery a crack was found while putting in the sleeve. Patient was revised because of a loose stem and the cup was retroverted. Patient was revised to address failed right hip arthroplasty. Patient scar tissue was excised circumferentially around the hip. His femoral component was found to be well fixed after inspection and there were other unusuality noted during the operation. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.